Event description:
The customer called to report that the backlight was no longer working. The customer then stated that she was hospitalized for low blood glucose levels. The customer also stated that the batteries were not lasting as long as they used to. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no back light due to a cracked el panel on the liquid crystal display.